Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. The product was not replaced. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise from a tens unit she was using. Also, the device had reached elective replacement time several months ago. The device has been implanted greater than seven years. The patient did not want a device replacement so the doctor programmed the therapy off. There were no adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted. The product was not replaced. There were no additional adverse patient effects. It was reported that the patient received an inappropriate shock due to oversensing of noise from a tens unit she was using. Also, the device had reached elective replacement time several months ago. The device has been implanted greater than seven years. The patient did not want a device replacement, so the doctor programmed the therapy off. There were no adverse patient effects. The system remains implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was examined. The returned s-ICD was thoroughly inspected and analyzed. The device battery was well past end-of-life, so it was unable to be interrogated. The recorded ECG indicates noise consistent with the reported tens unit use. This was likely not used appropriately and will be addressed as cause traced to environment.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing of noise from a tens unit she was using. Also, the device had reached elective replacement time several months ago. The device has been implanted greater than seven years. The patient did not want a device replacement so the doctor programmed the therapy off. There were no adverse patient effects. The system remains implanted.